Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found the harness that connects the control board to the floor lock manifold was damaged. This prevented the table from locking resulting in the reported event. The table was installed in 2009 making it approximately 13 years old and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The technician replaced the harness, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their cmax surgical table would not lock. The patient was transferred to another surgical table. The procedure was completed successfully. No report of injury.